Manufacturer narrative:
(B)(4). Date of event: only event year is known: 2021. Batch #: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The following information was requested, but unavailable: could you please provide more details for "it was not stapling." Did the device lock out and would not work? Did the device cut? If the device cut/fired, was the cut line complete?

Event description:
It was reported that during an abdominal rectosigmoidectomy in oncology, the device was defective. It was not stapling. There was no delay in the procedure. There were no patient consequences.